Event description:
It was reported that the patient had difficulty charging the ipg. It was also reported that the patient was experiencing pain and the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in three years after implantation.